Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
H6 component code: g01003. The complaint investigation included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records and historical performance of reagent lot 19023m800. Return testing was not completed as returns were not available. A ticket search for lot 19023m800 did not identify an increase in complaint activity. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review did not identify any issues associated with lot 19023m800 and the complaint issue. Labelling was reviewed and found to adequately address the issue under review. The historical performance of reagent lot 19023m800 was evaluated using worldwide. Patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 19023m800 is inside the established control limits, which indicates acceptable product performance. Based on the investigation, no systemic issue or deficiency of the architect ca 19-9xr reagent lot was identified.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. Complete information from patient identifier = sid (B)(6). This report is being filed on an international product, list number 02k91-32 that has a similar product distributed in the us, list number 2k91-33. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect ca19-9xr results for one patient. On (B)(6) 2021 , sid (B)(6) generated an initial result of 64 u/ml, repeated <2.00 u/ml, 2-fold dilution <4.0 u/ml; previous value from (B)(6) 2020 was <2.0 u/ml. It is unknown if the patient was diagnosed with pancreatic cancer. No adverse impact to patient management was reported.